Manufacturer narrative:
The most probable root causes are overload and trauma considering the reported high activity level of the patient, that this is the first abutment and abutment screw replacement and the lack of any other cause leading to fracture.

Event description:
Abutment and abutment screw replacement surgery due to fractured abutment and abutment screw. Black secretion was reported as clinical sign. Component replacement surgery took place on (B)(6) 2023.